Event description:
During installation of a demonstration unit, an olympus, model cv-170, video system center, it was noted that the front panel led's were continuously on and would not switch off/on. There was no patient involvement associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found all front panel light emitting diodes continuously on due to a printed circuit board failure. Additional evaluation findings are as follows: heavy dent and paint peeled off on the top cover; receptacle found loose; flat cable between the front panel and the cm circuit board found deformed; hinge assembly and sensor assembly on s-socket found deformed. 5.) Dust inside the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It was determined that the event ¿all leds on the front panel are continuously lit¿ occurred due to a failure of the printed circuit (cm) board. The cause of the event of ¿failure to on/off front panel switching¿ was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No further information was obtained to determined other factors of the event. Olympus will continue to monitor field performance for this device.